Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated device replacement procedure conducted due to the device being at its elective replacement indicator stage, the system was checked and it was noted that myopotential oversensing which resulted in automatic mode switching, and a slight decrease in the pacing impedance were noted on the right atrial (ra) lead. Then during the device replacement procedure, lead insulation damage was noted on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable with no consequences.